Event description:
It was reported that "the doctor found cuff leakage when using on patient. Change new tube". No patient harm or injury. The patient did not desaturate during the event. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported issue of cuff leak was confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation. A device history record review was performed, and no relevant findings were identified. Based on the investigation conducted, it was found that tears and holes were present on the top and bottom of the cuff at the proximal end of the lma, causing leakage as reported in the complaint. One of the tears appeared straight, and a hole was observed when the cuff was inflated. Another tear appeared irregular and jagged, indicating it was not a clean cut. However, the root cause of the defect remains undetermined at this stage. Therefore, corrective action is not required since the root cause has not been identified. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the doctor found cuff leakage when using on patient. Change new tube". No patient harm or injury. The patient did not desaturate during the event. The patient status is reported as "fine".